Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the force bipolar jaws were stuck grasping the hernia sack and would not release. The instrument release kit (irk) was used on this instrument, but did not succeed in opening the jaws of the force bipolar instrument. The surgeon cut the tissue out of the instrument jaws. The nurse who reported this event and was present during the case indicated that this tissue excision resulted in some oozing of blood which was resolved with cautery. The blood loss volume associated with the complication is unknown. The surgeon did not plan to remove this part of the hernia sac, as it is typically included in the intraperitoneal closure. Due to the excised tissue, the surgeon sutured the hole before the mesh was applied and the intraperitoneal closure could be completed. When the event occurred, the initial reporter reported indicated that something unspecified was observed to be sticking out of the instrument wrist, which led to the instrument being stuck in the cannula. The force bipolar instrument and cannula were removed from the patient at the same time, and another cannula and force bipolar instrument were installed to continue the procedure. The or staff had to wait for insufflation to return before continuing the procedure. The procedure was completed robotically as planned. The initial reporter said they did not know if fragments fell into the patient due to this event, and post-operative tests were not performed to confirm whether fragments fell or not. The nurse reported that no other surgical tasks or unplanned tasks were performed due to this event. The patient did not experience any post-operative complications and was discharged home.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported event. The instrument was found to have a bent grip, causing the grip to disengage from the grip pin at the grip base; this occurrence is typically attributed to the use. Bent grips with an offset less than 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. A follow-up MDR will be submitted if additional information is obtained. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse found no issues with the system and suggested the reported event was with the force bipolar instrument that experienced the issue. The system was tested and verified as ready for use. A review of the system logs for this procedure has been performed and the following was observed: error 256 was observed twice indicating the emergency stop button was pressed on the patient side cart (psc). After both errors 256, the customer recovered from a recoverable fault. Additionally, the force bipolar reported in this event was not reused in subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted unilateral inguinal hernia procedure, the force bipolar instrument was stuck on tissue requiring tissue excision and additional sutures. Additionally, unexpected bleeding occurred as a result of this tissue excision which was resolved with cautery.